Event description:
The manufacturer received information in relation to a dreamstation bipap auto sv unit. The device was returned to a third-party service center due to the foam recall. There was no patient harm or injury reported. During the evaluation of the device, the service center visually inspected the device and they found the debris on lcd screen and damaged buttoms on upper enclosure, found no visible foam particles. The customer's complaint could not be confirmed.

Manufacturer narrative:
H3 other text : device serviced by third party service center.

Manufacturer narrative:
The evaluation results code grid, component code grid and conclusion code grid has been updated/corrected in this report. In this report, box d, h has been updated/corrected.